Event description:
The pump was returned for investigation. Investigation revealed a damaged force senor flex trace. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: review of the pump¿s black box data showed a record of a loss of prime. A test insulin cartridge was loaded, primed, and the pump was exercised for (B)(4) hours without a loss of prime issue. Inspection revealed that the force sensor flex trace was damaged. (B)(6).